Manufacturer narrative:
A company service representative examined the system. The footswitch was replaced and will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient involvement" (no patient involvement) product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message. A different footswitch was used and the procedure was completed with no harm to the patient. Additional information was received confirming this event occurred before any anesthetic was administered. There was no patient involvement.